Manufacturer narrative:
After multiple attempts to follow up with the user, dario spoke to the user on the phone, and it was determined that the user was using a cartridge of strips that were expired. Dario's user guide states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date". The user stated that he was not interested in purchasing new strip cartridges at that time, and therefore further troubleshooting could not be performed. The high bg readings may have been due to misuse of the strips. There is not enough information regarding the meter available to further investigate this case. Therefore, no resolution is available.

Event description:
On july 21st, the user contacted dario to report high blood glucose (bg) readings. The user reported that on the night previous to contacting dario, he tested his bg using his wireless sensor device, and received readings between 54 mg/dl and approximately 100 mg/dl at different times. The user also reported that in comparison, he received bg readings of 284 mg/dl, 286 mg/dl, and 287 mg/dl from his dario meter.